Event description:
The hospital reported that during a coronary artery bypass graft procedure, the heartstring seal did not load properly. A replacement seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was left behind in the loader device. The delivery device was outside the loader device with the plunger not depressed. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).